Manufacturer narrative:
(B)(4). Date sent: 12/14/2021. Investigation summary: call home did not reveal any errors or issues. The complaint notes mention that the entire probe, including the hub, was submerged for testing. The entire probe is not supposed to be tested, as the hub is where gas is released during cooling. Only the cannula should be submerged during testing. The returned probe had no issues. Lot ml21056419 was reviewed (in process sn (B)(6). Manufacture date: 6/8/21. Expiration date: 1/31/25. Probe sn (B)(6) failed the controller test. No other problems were seen in this lot.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an ablation procedure when testing the probe the light would not come on. It was tested in multiple channels and still would not come on. It was also reported that the probe had a 'leak' at the opposite end of the tip of the probe. They had been immersing their probes entirely in water pre op to clean the tip. A new probe was used to complete the case. No patient consequences were reported.